Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: advil pm from 2008 to 2009. Concurrent conditions included bacterial vaginosis. Concomitant products included diphenhydramine, combinations (advil pm) since 2012 and multivitamins since 2005. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("debilitating menstrual pain, cramping"), menorrhagia ("heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), uterine pain ("uterine area pain") and back pain ("back pain"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy with removal of essure device.). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, anxiety, depression, female sexual dysfunction, nausea, vaginal discharge, fatigue, alopecia, uterine pain and back pain had resolved and the ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, ovarian cyst, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirmed full occlusion and proper placement most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- outcome of all event were updated except ovarian cyst. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: advil pm from 2008 to 2009. Concurrent conditions included bacterial vaginosis. Concomitant products included diphenhydramine, combinations (advil pm) since 2012 and multivitamins since 2005. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("debilitating menstrual pain, cramping"), menorrhagia ("heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), uterine pain ("uterine area pain") and back pain ("back pain"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy with removal of essure device.). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, anxiety, depression, female sexual dysfunction, nausea, vaginal discharge, fatigue, alopecia, uterine pain and back pain had resolved and the ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, ovarian cyst, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: confirmed full occlusion and proper placement quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: advil pm from 2008 to 2009. Concurrent conditions included bacterial vaginosis. Concomitant products included diphenhydramine, combinations (advil pm) since 2012 and multivitamins since 2005. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("debilitating menstrual pain, cramping"), menorrhagia ("heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), uterine pain ("uterine area pain") and back pain ("back pain"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy with removal of essure device.). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, anxiety, depression, female sexual dysfunction, nausea, vaginal discharge, fatigue, ovarian cyst, alopecia, uterine pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, ovarian cyst, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirmed full occlusion and proper placement . Most recent follow-up information incorporated above includes: on 3-apr-2018: plaintiff fact sheet and medical records received:new reporters added. Patient demographic information and patient relevant history added. Essure insertion ((B)(6) 2009) added and removal date updated to (B)(6) 2013. Event abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), nausea, pain, vaginal discharge, fatigue, ovarian cysts, hair loss, uterine area pain and back pain added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and perforation ('perforation or migration') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: advil pm from 2008 to 2009. Concurrent conditions included bacterial vaginosis. Concomitant products included diphenhydramine;ibuprofen since 2012 and vitamins nos (multivitamins) since 2005. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("debilitating menstrual pain, cramping"), menorrhagia ("heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), uterine pain ("uterine area pain") and back pain ("back pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy with removal of essure device.). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, anxiety, depression, female sexual dysfunction, nausea, vaginal discharge, fatigue, alopecia, uterine pain and back pain had resolved and the perforation, pregnancy with contraceptive device and ovarian cyst outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, ovarian cyst, pelvic pain, perforation, pregnancy with contraceptive device, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: confirmed full occlusion and proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and perforation ('perforation or migration') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's previously administered products included for an unreported indication: advil pm from 2008 to 2009. Concurrent conditions included bacterial vaginosis. Concomitant products included diphenhydramine;ibuprofen since 2012 and vitamins nos (multivitamins) since 2005. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("debilitating menstrual pain, cramping"), menorrhagia ("heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), uterine pain ("uterine area pain") and back pain ("back pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy with removal of essure device.). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, anxiety, depression, female sexual dysfunction, nausea, vaginal discharge, fatigue, alopecia, uterine pain and back pain had resolved and the perforation, pregnancy with contraceptive device and ovarian cyst outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, ovarian cyst, pelvic pain, perforation, pregnancy with contraceptive device, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: confirmed full occlusion and proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: ppf received event "migration and pregnancy " were added. Reporter information was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a partial hysterectomy with removal of the essure device). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.